Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer called in complaining of a contaminate on (B)(4),chromid(tm) chromid cps plates, lot 1004145580 discovered after incubation. Bacterium contamination is presenting as a brownish-yellow unidentified colony. Customer reports no patient results were affected. An internal investigation has been launched using retained plates.

Manufacturer narrative:
Review of qc batch records indicate conformance to specifications. During the investigation, sixty (60) chromid tm cps elite agar plates were tested; the plates were associated with three (3) different timeframes of the manufacturing process for the identified batch (11:25, 16:24 and 19:40). The plates were not inoculated. The plates were incubated for five (5) days at 33-37ºc. Results conformed to specifications for contamination; zero (0) contaminations observed in 60 plates. There is no evidence of a contamination issue with the chromid tm cps elite agar product.